Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no capture and erratic pacing spikes. It was also noted that telemetry readings were below programmed parameters. The ipg remain in use. No patient complications have been reported as a result of this event.